Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I results were obtained from two different patient samples and a known troponin I free sample when tested on a vitros 5600 integrated system. The most likely assignable cause is instrument related as precision testing performed was outside ortho acceptable guidelines indicating that the instrument was likely not performing as intended at the time of the events. An ortho field engineer performed service and maintenance actions to multiple analyzer subsystems and following service actions an acceptable within-run precision test result was reported indicating the vitros 5600 system was performing as expected post fe actions. Based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer observed non-reproducible, higher than expected, vitros tropi es results from two different patient samples and a known troponin I free sample processed using a vitros troponin I es reagent lot 2870 in combination with a vitros 5600 integrated system. Patient sample 1 result of 0.264 ng/ml versus the expected result of <0.012 ng/ml, patient sample 2 result of 0.567 ng/ml versus the expected result of <0.012 ng/ml, tropi free sample result of 0.444 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results for patient samples 1 and 2 were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported results and a corrected report was later issued for both samples. Ortho has not been made aware of any allegation of patient harm as a result of these events. (B)(4).